Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of infusion set cannula was kinked on (B)(6) 2024 . The event occurred after 3 or more hours of insertion. The infusion set had been used for 3 hours and 30 minutes. The insertion site was at the thigh. The patient replaced infusion set and resumed insulin deliveries successfully. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.